Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive was wet with insulin. The reporter states this has occurred two or three times with this particular box. No adverse event was reported. The infusion set was requested to be returned for product evaluation.